Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury and no medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent an operation to repair a hernia. The surgical mesh used in the surgery was an unspecified bard/davol ventralex mesh. "Th" patient's mental and physical pain became much worse in 2018 and reached a pain level of 9-10/10, causing her to return to dr. (B)(6), who performed the 2014 operation. The doctor diagnosed the bard/davol ventralex mesh as the cause of the pain. The patient received a second opinion with another doctor and the diagnosis was confirmed. The patient is presently scheduled for surgery to remove and replace the bard/davol ventralex mesh. The patient has sustained injuries, has suffered other damages. As reported, patient has experienced significant physical injury, mental and physical pain and suffering, permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and/or corrective surgery and hospitalization due to the alleged defective bard/davol ventralex mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent an operation to repair a hernia. The surgical mesh used in the surgery was an unspecified bard/davol ventralex mesh. Th patient's mental and physical pain became much worse in 2018 and reached a pain level of 9-1 0/1 0, causing her to return to dr. (B)(6), who performed the 2014 operation the doctor diganose the diagnosed the bard/davol ventralex mesh as the cause of the pain. The patient received a second opinion with another doctor and the diagnosis was confirmed. The patient is presently scheduled for surgery to remove and replace the bard/davol ventralex mesh. The patient has sustained injuries, has suffered other damages. As reported, patient has experienced significant physical injury, mental and physical pain and suffering, permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and/or corrective surgery and hospitalization due to the alleged defective bard/davol ventralex mesh. Per additional information provided: (B)(6)2014 - patient was diagnosed with umbilical hernia repair with the implant of ventralex hernia patch. (B)(6)2018 - patient had pain from previous hernia repair. (B)(6)2018 - patient had excision of hernia mesh and repair of hernia. Attorney alleged that the patient had fistulae, mesh migration, hernia recurrence, pain & suffering.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury and no medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. As reported, about 4 years 3 months post implant of ventralex mesh, patient was diagnosed with fistula, hernia recurrence, pain and migration thereby underwent mesh removal. The instructions-for-use supplied with the device list fistula, hernia recurrence, pain and migration as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.